Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called while in drain 3/4, with an air detected in cassette alarm. The patient cancelled the treatment, and when removing the tubing set she felt fluid on the cassette and saw fluid on the cycler. The cycler was replaced. A follow up call was made to the patient's nurse who reported that the patient's effluent has remained clear and that there has been no patient injury.